Event description:
It was reported the patient had the device explanted due to telemetry issue with a potential overdischarge. No symptoms or further outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.